Event description:
An employee, who does not have diabetes and is pregnant, visited the onsite health center. They reported feeling dizzy, light-headed, and close to fainting. When they attempted to test their blood sugar, the meter would only prompt an error 1 message. The patient's blood pressure and pulse were checked; they were normal. The manager originally stated that the employee drove themselves to a local doctor but did not report if they received any treatment. The manager was contacted by lfs for more clinical information. He called lfs back the same day and stated that the patient drove themselves to the hospital and was admitted for one night. It is not known if the patient received any treatment at the hospital. Several unsuccessful attempts have been made to obtain more clinical information from both the nurse at the health clinic and from the patient. The meter was replaced for the facility.